Event description:
It was reported that a vented high-volume inlet was leaking at the level of the air intake part. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was done which observed the vent filter was cracked off at the spike body. A functional test was performed which observed a leak from the spike body area where the vent was cracked off. The reported condition was verified. The cause of the condition could not be determined; however, the damage was likely due to an impact; source unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.